Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the failure was caused by a board failure. Additionally, scratches were also found on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor powered off during the procedure causing no image during an unknown therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Event description:
Additional information was provided by the customer. The pre-inspection was carried out by the on-site staff and the field service engineer (fse) and no issue had occurred. The failure occurred during a diagnostic procedure. There was no additional treatment or surgery performed as a result of this event. The procedure was completed using the main monitor without the subject device. There was no effect of the start time on the inspection itself or the delay on the inspection itself for the events that occurred on the sub-monitor. There was no harm to the patient as a result of this event. The exact date this failure was observed is unknown but it occurred prior to 03mar2022.

Manufacturer narrative:
Updated field: b5 correction: previous g3 for 8010047-2022-05869 (medwatch 82579) was 03mar2022 and not 08mar2022. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation , device history record (DHR) review, applicable corrections and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined a faulty board had caused the power of the device to be turned off, however, the cause of the board failure could not be determined. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.